Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's implantable defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Reviewed of stored device memory revealed episodes of non-physiologic noise. The noise was oversensed resulting in delivery of inappropriate shocks. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.